Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify motor error due to blank display. The motor was tested outside of the device and passed. Unable to perform functional testing due to blank display. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The insulin pump alarmed motor error during the prime process. Customer stated that the bottom of the insulin pump popped out when he tried to insert the insulin vial. Assisted customer with clearing the alarm. Customer stated that he was unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
This information is provided in response to your request dated august 25, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the insulin pump alarmed motor error during the prime process. Customer stated that the bottom of the insulin pump popped out when he tried to insert the insulin vial. Assisted customer with clearing the alarm. Customer stated that he was unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.